Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported 1018233-2025-08382. Correction: g. Initial reporter phone: (B)(6). Initial reporter name: (B)(6) hospital (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the initial evaluation not completed because water temperature 6 degrees could not be reached in an arctic sun device, no cooling at all loose screw at fluid delivery line tightened device taken to workshop for further testing. Per review of wo on 30sep2025, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone: (B)(6). Initial reporter name: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the initial evaluation not completed because water temperature 6 degrees could not be reached in an arctic sun device, no cooling at all. Loose screw at fluid delivery line tightened device taken to workshop for further testing. Per review of wo on 30sep2025, there was no patient involvement.